Manufacturer narrative:
Philips service replaced the hard disk spare part, reinstalled the software, and recreated the database. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that intermittent failure prevented x-ray due to an ippc disk error on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.